Manufacturer narrative:
Concomitant product(s): addrs1 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a motor vehicle accident and upon arrival to hospital the patient was having pauses and pacer loss of ventricular capture. The patient also experienced heart block and asystole. The doctor put in a temporary wire. The next morning device check, the device was found to still be functioning normally. Lead capture and impedance trends are stable. The clinician performed isometric push pull exercises as well as pocket manipulation. They were unable to reproduce loss of capture. The device was reprogrammed and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.